Manufacturer narrative:
Age at the time of event 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The lesion was severely calcified and anatomy location of the target lesion are unknown. While removing a 3.50x32mm promus element stent from a loop, the physician notice the stent were damaged. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is good.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The lesion was severely calcified and anatomy location of the target lesion are unknown. While removing a 3.50x32mm promus element stent from a loop, the physician notice the stent were damaged. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The stent was stretched for approximately 22mm in length from the center out towards the tip. Some of struts were raised up as a result. This type of damage is consistent with the stent meeting resistance upon withdrawal. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to any positive pressure. The tip of the device was visually and microscopically examined and no issues were noted. A visual and microscopic examination found that the hypotube had kinked approximately 195mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).